Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50mg/dl. Low bg cause was not known. Customer had assistance from spouse who provided carbohydrates to address bg. System check was performed by tandem technical support and the pump is functioning as intended. No further assistance required.

Manufacturer narrative:
The logs were reviewed and based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. The complaint could not be confirmed.